Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11563-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when replacing the tube, the occlusion alarm sounded. This occurred while patient use but no patient harm/adverse event.